Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. Upon initial fixation during procedure, it was found that the right atrial (ra) leadless pacemaker (lp) was dislodged and exhibited a stretched helix. The ralp was not implanted, and a new replacement ralp was used. Upon fixation of the replacement ralp, it exhibited no current of injury and high capture threshold. Repositioning was attempted with the delivery catheter connected, but then the ralp was separated prematurely from the delivery catheter. The ralp remained fixated post-separation, and it was retrieved, and repositioned. The new ralp was implanted eventually in the same procedure. There were no patient consequences.